Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5031557) on (B)(6) 2013. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('since implantation periods have gotten worse - bleed with blood clots through her tampons and pads so quickly') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), depression ("depression"), anxiety ("anxiety"), abdominal pain lower ("pain in lower abdomen so bad that cause her to double over"), migraine ("migraines"), insomnia ("insomnia"), mood swings ("mood swings"), alopecia ("hair loss"), breast tenderness ("breast tenderness"), adverse event ("many other complications"), blepharospasm ("eyelid twitching"), muscle twitching ("foot twitching"), paraesthesia ("tingling in hands or feet"), irritability ("irritability"), sedation ("sedation"), lethargy ("lethargy"), emotional disorder ("emotionality"), rash ("bromaderma / skin cut rash"), acne ("acne like eruption"), arthralgia ("aches hips"), pain in extremity ("leg aches"), dry mouth ("dry mouth"), oral pain ("sore mouth"), ureteral spasm ("ureteral spasm"), salivary hypersecretion ("increased salivation"), feeling abnormal ("brain fog"), rhinorrhoea ("runny nose"), dysphagia ("odd swallowing sensation"), constipation ("constipation"), skin odour abnormal ("body odor"), pollakiuria ("frequent urination"), urine odour abnormal ("unusual urine odor"), diarrhoea ("diarrhea"), renal pain ("kidney pain"), visual impairment ("vision changes") and abnormal dreams ("dream changes") and was found to have hormone level abnormal ("hormone changes"). The patient was treated with surgery (total lavh-bo (laparoscopic assisted vaginal histerectomy - bilateral oophorectomy)). Essure was removed. At the time of the report, the menorrhagia, fibromyalgia, depression, anxiety, abdominal pain lower, migraine, insomnia, mood swings, alopecia, breast tenderness, adverse event, blepharospasm, muscle twitching, paraesthesia, irritability, sedation, lethargy, emotional disorder, rash, acne, arthralgia, pain in extremity, dry mouth, oral pain, ureteral spasm, salivary hypersecretion, feeling abnormal, rhinorrhoea, dysphagia, constipation, skin odour abnormal, pollakiuria, urine odour abnormal, diarrhoea, renal pain, visual impairment, abnormal dreams and hormone level abnormal outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, adverse event, alopecia, anxiety, breast tenderness, depression, fibromyalgia, insomnia, menorrhagia, migraine and mood swings with essure. The reporter considered abnormal dreams, acne, arthralgia, blepharospasm, constipation, diarrhoea, dry mouth, dysphagia, emotional disorder, feeling abnormal, hormone level abnormal, irritability, lethargy, muscle twitching, oral pain, pain in extremity, paraesthesia, pollakiuria, rash, renal pain, rhinorrhoea, salivary hypersecretion, sedation, skin odour abnormal, ureteral spasm, urine odour abnormal and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5031557) on 04-oct-2013. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('since implantation periods have gotten worse - bleed with blood clots through her tampons and pads so quickly') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), depression ("depression"), anxiety ("anxiety"), abdominal pain lower ("pain in lower abdomen so bad that cause her to double over"), migraine ("migraines"), insomnia ("insomnia"), mood swings ("mood swings"), alopecia ("hair loss"), breast tenderness ("breast tenderness"), adverse event ("many other complications"), blepharospasm ("eyelid twitching"), muscle twitching ("foot twitching"), paraesthesia ("tingling in hands or feet"), irritability ("irritability"), sedation ("sedation"), lethargy ("lethargy"), emotional disorder ("emotionality"), rash ("bromoderma / skin cut rash"), acne ("acne like eruption"), arthralgia ("aches hips"), pain in extremity ("leg aches"), dry mouth ("dry mouth"), oral pain ("sore mouth"), ureteral spasm ("ureteral spasm"), salivary hypersecretion ("increased salivation"), feeling abnormal ("brain fog"), rhinorrhoea ("runny nose"), dysphagia ("odd swallowing sensation"), constipation ("constipation"), skin odour abnormal ("body odor"), pollakiuria ("frequent urination"), urine odour abnormal ("unusual urine odor"), diarrhoea ("diarrhea"), renal pain ("kidney pain"), visual impairment ("vision changes") and abnormal dreams ("dream changes") and was found to have hormone level abnormal ("hormone changes"). The patient was treated with surgery (total lavh-bo (laparoscopic assisted vaginal hysterectomy - bilateral oophorectomy)). Essure was removed. At the time of the report, the menorrhagia, fibromyalgia, depression, anxiety, abdominal pain lower, migraine, insomnia, mood swings, alopecia, breast tenderness, adverse event, blepharospasm, muscle twitching, paraesthesia, irritability, sedation, lethargy, emotional disorder, rash, acne, arthralgia, pain in extremity, dry mouth, oral pain, ureteral spasm, salivary hypersecretion, feeling abnormal, rhinorrhoea, dysphagia, constipation, skin odour abnormal, pollakiuria, urine odour abnormal, diarrhoea, renal pain, visual impairment, abnormal dreams and hormone level abnormal outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, adverse event, alopecia, anxiety, breast tenderness, depression, fibromyalgia, insomnia, menorrhagia, migraine and mood swings with essure. The reporter considered abnormal dreams, acne, arthralgia, blepharospasm, constipation, diarrhoea, dry mouth, dysphagia, emotional disorder, feeling abnormal, hormone level abnormal, irritability, lethargy, muscle twitching, oral pain, pain in extremity, paraesthesia, pollakiuria, rash, renal pain, rhinorrhoea, salivary hypersecretion, sedation, skin odour abnormal, ureteral spasm, urine odour abnormal and visual impairment to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received - new events added - eyelid twitching, foot twitching, tinging in hand, rash, acne, emotional disorder, irritability, sedation, lethargy, leg aches, hip aches, dry mouth, increased salivation, sore mouth, runny nose, brain fog, swallowing disorder, body odor, frequent urination, foul urination, diarrhea, constipation, kidney pain, vision changes and hormonal imbalance. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5031557) on 04-oct-2013. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('since implantation periods have gotten worse - bleed with blood clots through her tampons and pads so quickly') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), depression ("depression"), anxiety ("anxiety"), abdominal pain lower ("pain in lower abdomen so bad that cause her to double over"), migraine ("migraines"), insomnia ("insomnia"), mood swings ("mood swings"), alopecia ("hair loss"), breast tenderness ("breast tenderness") and adverse event ("many other complications"). The patient was treated with surgery (total lavh-bo). Essure was removed. At the time of the report, the fibromyalgia, menorrhagia, depression, anxiety, abdominal pain lower, migraine, insomnia, mood swings, alopecia, breast tenderness and adverse event outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, adverse event, alopecia, anxiety, breast tenderness, depression, fibromyalgia, insomnia, menorrhagia, migraine and mood swings with essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Case category updated to serious incident due to addition of removal surgery. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.